Event description:
A malfunction, identified by malf 16 error code, was reported with the pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Customer was instructed by technical support to use multiple daily injections (mdi) as a backup therapy and to store and return the malfunctioning pump using a pre-paid label for a replacement, with the caller acknowledging the instructions.